Manufacturer narrative:
Additional information: the returned drill was evaluated. The tip was found to be bent. The exact cause of failure cannot be definitively determined as no information was provided by the reporter concerning how the device was being used at the time of failure. If the failure occurred during surgery, this type of bending may be witnessed when the trajectory of drilling is altered in-vivo or when the drill is angulated excessively while inserted through the guide. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Further review of this file found that this event was reported in error. This event type is not associated with a death or serious injury event and is not likely to lead to a death or serious injury if it were to recur.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
A drill was returned to zimmer biomet without any event information. Upon visual examination by zimmer biomet personnel, it was found the tip of the drill was bent away from the shaft. Attempts to obtain event information were made but no further information was made available.